Event description:
It was reported to fresenius via an anonymous customer survey response that a peritoneal dialysis (pd) patient on pd therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Due to the anonymous nature of this reporting, there was no information to follow up on, as there was no reported patient identification and no device or product information. Based on a review of the available information in the clinic survey, there was no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between pd therapy and the patient¿s adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of the required information for this reported event, the root cause of the patient¿s peritonitis cannot be determined. Therefore, a fresenius brand cycler set cannot be excluded as a potential source or contributor to this adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Additionally, a manufacturing review could not be performed on the products shipped to the patient as the patient was not identified. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via an anonymous customer survey response that a peritoneal dialysis (pd) patient on pd therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Due to the anonymous nature of this reporting, there was no information to follow up on, as there was no reported patient identification and no device or product information. Based on a review of the available information in the clinic survey, there was no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred.

Manufacturer narrative:
Correction: h6 (health effect impact code)